Event description:
Dr performing a loop electrocautery procedure leep with a fischer cone biopsy excisor #900-152 when surgeon noticed excisor was not functioning. He was given another one and the procedure continued to completion. It was noticed afterwards that the wire loop on the first excisor was broken and missing. This was brought to the surgeon's attention and he tried to locate the wire by inspection of surgical site with microscope and manual palpation. No wire was found. Pathology looked for the wire in the pathology specimen. The wire was not found. The surgeon believes the wire was swabbed out when the site was being cleaned.